Event description:
A trial patient reported they were not voiding on their own at all. The patient stated they would look into changing the program on june 25th, since the patient voided on the first day long with the catheter. The patient did increase stimulation. Additional information from the patient on june 26th reported they began the trial on (B)(6). It was noted the patient was confused providing data. The patient stated the evaluation was still the same and nothing had changed. The patient was assisted in switching programs and setting amplitude at a comfortable setting. Additional information from the patient on july 2nd reported they still saw no change in symptoms. There were no further complications that have been reported as a result of this event. The indication for use is unknown.